Manufacturer narrative:
Analysis of the lead model 3889-28 lot # v197987 showed no significant anomalies. It was noted the conductor coils were crushed in the body of the lead. However, electrical testing determined the continuity was complete and no electrical shorts between the circuits. Due to the nature of the complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using a clinician programmer. Analysis also identified markings on the outer insulation of the lead which was consistent with markings from the use of a tool. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va1h7nb, , implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4) applies to lead (lot# va1h7nb) only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep reported a defective lead and ran an impedance test three times during the implant procedure which all read greater than 4000 ohms for all electrodes. The lead was removed three times, dried off, and reintroduced. A new lead was implanted, tested, and impedances were ran within normal ranges with the ins. The lead with high impedances was returned on 2017-jul-12. No patient symptoms and no further complications have been reported as a result of this event.